Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "lump in the breasts", "contracture of the breast implants ", "small bump was noticed underneath the breasts", "multiple lumps" and "implant was folded". Later patient reported "rolling under" and "rippling". This record is for the left side. Device remains implanted.